Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The patient obtained results of 492 and 172 mg/dl on the reported meter within 10 minutes of each other while having no symptoms of high or low blood glucose level. The patient obtained results of 201 and 153 mg/dl within 10 minutes of each other. The patient received advice from a medical professional; no treatment was provided. The meter, test strips, and control solution were replaced.